Event description:
Unresponsive patient was returned to the ER from a CT scan. Dilantin had infused over 30 minutes, although the pump was programmed for 1.5 hours. During the CT scan, it was noticed that the pump was alarming and stating that the tubing was misloaded. During programming, the pump did not alarm for error.